Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) homechoice disposables sets with cassette separated from the body of the cassette. This occurred while setting up for peritoneal dialysis therapy. It was unspecified if the patient was connected for therapy at the time of this event. The customer further described this issue as, ¿the line fell apart in their hand as the line disconnected from cassette. This issue happened during the setup of the unit. The line disconnected from the body of the cassette¿. There was no patient injury or medical intervention associated with this event. No additional information is available.